Event description:
It was reported that a patient underwent a procedure at th7-l4 using spacers at l2-l3-l4 to treat scoliosis. It was reported that p ost-operative x-rays showed that about a half of the spacer between l2 and l3 had migrated anteriorly, and cts showed that the tip of the spacer interfered an artery. The patient underwent a revision surgery immediately to remove the spacer. The spacer was removed and autograft bone had been placed instead. No further complication has been reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.